Event description:
The physician was performing aa sphincterotomy with a sphincterotome. During the procedure, it was noted the physician cut an artery and excessive bleeding occurred. Cauterization was used to stop the bleeding but it only became worse. The pt became agitated and the endoscopic was removed; however, add'l sedation was given and the endoscope was later reinserted. Upon reinsertion of the endoscope it was noted blood clots were present. No further bleeding was detected and the pt was sent to ICU for observation and released on 10/23/96. The pt is reported to be in satisfactory condition.